Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's grip cables were frayed. One grip cable was frayed at the distal clevis hub. The cable segment sticks out at the wrist. The distal clevis hub did not exhibit any wear. The other cables at the wrist were not damaged. Failure analysis investigation also found the following: the instrument's grip cables were derailed. The grip cable was derailed at the distal idler pulley. The grip cable was seated on the outermost pulley and the cable was exposed on the outside of the pulley. The yaw motion was non-intuitive as a result. The other cables at the wrist were not damaged. The instrument's main tube had scratch marks and abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable and damage to the main tube if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, frayed cables were observed on the mega suturecut needle driver instrument. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.